Event description:
It was reported that (1) ems was used during a laparoscopic burch procedure. It was reported by the rep that the surgeon was stapling mesh to cooper's ligament and staples were not forming correctly. Some fired correctly but very inconsistently. Opened another device to complete the case. There was no consequence to pt.